Event description:
With the arterial blood syringes (abgs), once blood sample is collected by staff, blood does not stop at the stopper/cap. When staff attempted to depress the blood sample, per usual, and instead of air escaping through the cap, blood was going into the cap and coming through.